Event description:
It was reported that the user experienced a low glucose event with continuous glucose monitor readings declining from 120 mg/dl upon waking to 55 mg/dl, then rising after oral carbohydrate treatment while using a newly started g7 sensor; a confirmatory fingerstick obtained 10¿15 minutes after treatment read 116 mg/dl, and subsequent sensor readings were within 13 mg/dl of the meter. Symptoms included no reported clinical symptoms. Outcomes included resolution of the low glucose with oral carbohydrate and guidance to announce and dose for the planned meal as usual. Investigation included review of device performance and user-reported data, including comparison of cgm and fingerstick values after treatment. Investigation of this case revealed no device malfunction and findings consistent with a transient hypoglycemia episode with expected cgm-meter variance shortly after sensor start and treatment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.